Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 54 mm diameter fusiform abdominal aortic aneurysm with an infra-renal angle of 90 degrees. The aortic neck was 25 mm in length, the proximal aortic neck was 24 mm in diameter and the distal aortic neck was 23 mm. The right femoral artery was 7 mm and the left femoral artery was 8 mm in diameter. Circumferential aortic mural thrombus/calcification at the proximal neck was 10%. It was reported that at the one month follow-up there was an unknown type of endoleak noted that was left uncorrected. The 6-month follow-up showed the aneurysm was 55 mm in diameter. There was a type iia endoleak from a single collateral vessel that was left uncorrected. The aneurysm was 54 mm in diameter. Imaging was performed approximately 20 months post implant and showed the aneurysm size was 53 mm in diameter. The endoleak was identified as a type iia endoleak coming from a single collateral vessel. This observation was present at the previous film read. The 2-year follow-up imaging noted, the aneurysm was 56 mm in diameter. This observation was present at the previous film read. The endoleak identified as a type iia endoleak coming from a single collateral vessel. Additional information was received that the patient had proximal type I endoleak due to enlargement of the aortic neck to 31mm in diameter and inadequate proximal sealing which resulted in a new clinical event. The aneurysm was 77 mm in diameter at this time. An aortic banding procedure was performed approximately six weeks later. The investigator assessed the event as related to the device and not related to the procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient¿s condition affected effectiveness of device (type ii endoleak, aortic neck dilatation and angulation), unapproved use of device (stent graft was implanted in a patient with a 90 degree angle aortic neck); evaluation, conclusion: 22 known inherent risk of a procedure (endoleak), device failure related to patient condition (type ii endoleak, aortic neck dilatation and angulation), off ¿label, unapproved or contraindicated use (stent graft was implanted in a patient with a 90 degree angle aortic neck).